Event description:
Customer reportedly received the following results on the performa nano system: 405 mg/dl (23:02), 195 mg/dl (23:06), 170 mg/dl (23:11), and 387 mg/dl (23:15). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.